Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 5mm x 4mm amplatzer piccolo occluder was selected for implant on (B)(6) 2024 for a patient weighed at 2kg with a minimal ductus diameter of 3.5mm and a ductus length of 13mm, using a 4f amplatzer torqvue low profile catheter. During implant the device took on a snake shape. The device was not released from the delivery cable. The device was replaced with a new 5mm x 4mm amplatzer piccolo occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause for the reported device deformity could not be conclusively determined. Use of the incorrect size delivery system, anatomical interference, user techniques, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.